Event description:
It is reported by patient's counsel that patient underwent total right knee replacement in 2006, wherein a left knee device was implanted. Patient was revised four months later.

Manufacturer narrative:
Evaluation summary: device history records indicate that the part was manufactured and packaged to specifications. The label used for this lot of parts clearly shows left femoral component. It appears that an incorrect part was implanted and the problem is user caused. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.